Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bad migraine, food poison, and quick movements was making her nauseated. Suddenly, the customer had shortness of breath, tired, and began to throw up. The customer was given lots of water, some diet coke zero, crackers and ginger tea. When her blood glucose was checked, she had 500mg/dl. The caller mentioned remembering driving to the emergency room. The customer stated that before breathing better, they sent her for to have an MRI. The customer quickly disconnected it and the transmitter slide it on the grunge until the MRI was done. The caller mentioned that the customer lost her transmitter. The customer was in a respirator until the following week, and she was told not to use the insulin pump. The customer stated having bad lows of 44mg/dl in the morning. No further information was provided.